Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was instructed to call back if the malfunction code appeared again.